Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was having a short battery life issue. The medical surveillance specialist (mss) attempted to call the reporter on (B)(6) to obtain/verify information but was unsuccessful. A letter was mailed to the reporter requesting her to call the mss back. The reporter claimed that for the previous (B)(6), she had been changing the batteries multiples times a week. For the week of (B)(6) 2011, the reporter claimed that the patient's blood glucose (bg) levels had been ranging from "101-500 mg/dl." The patient reportedly also had a symptom of polyuria. It would have been helpful to know the following information: what date/time the patient's polyuria began, what her bg levels were before and after the alleged issue began, what actions the patient took as a result of the alleged issue, if she was still able to use the pump although she had the alleged battery issue, and what actions the patient took before and after the symptom developed. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a short battery life issue and the patient developed a symptom suggestive of severe hyperglycemia. At this time, it is unknown if the device contributed to the patient's injury. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was tested with an external power supply; all current readings are normal, no excessive current draw was observed. There are several "low and replace battery" warnings and alarms in alarm history. A review of the black box shows no abnormal current draw; there are several unconfirmed "empty cartridge" alarms and "loss of prime" warnings that alarm for hours until delivery is resumed. Loss of prime warnings are also associated with empty cartridge alarms. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
Follow-up #2 (B)(4) 2011 - device evaluation: additional investigation on this pump was performed by product analysis on (B)(4) 2011 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device